Event description:
It was reported that the unit broke apart upon inspection. It was further reported that all of the pieces were removed. Another unit was used in its place.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.